Event description:
It was reported by the patient that upon a painful insertion out of nowhere the cannula popped out and when the patient went to look at the pod the cannula was facing them, indicating a needle mechanism failure. The patient's blood glucose values reached 208 mg/dl while wearing for unknown duration. Additionally, the cannula was sticking out of the patient's skin and broken. The patient also noted bleeding during use. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.